Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received from call with surgeon: three recent bleeding events were discussed. The case was a right hemicolectomy, blue reload used. After firing, she was able to see two little arteries pumping. She did not want to take down the anastomosis and more bowel. The bleeders were touched up with electrocautery. The hemoglobin dropped from 13 to 9 and then 6.5. The patient was transfused 2 units and bleeding stopped. Typically uses blue reload on colon and bowel. The surgeon took care of another surgeon¿s post-op patients and had to transfuse two of them. One case was stomach to jejunum. No scope was used but blood was noticed from ng tube. The other patient was a j-j anastomosis and also had blood coming out of ng tube. In case where bleeding was noticed intraoperatively, no staple formation issues noticed, just bleeding. No issues firing device and made sure no mesentery was caught, only bowel wall to bowel wall in stapler. Indication was for perforated appendicitis. The partner¿s procedure was for stomach cancer and the other lysis of adhesions and nodule removal. None of the patients had preoperative chemo or radiation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were four different procedures performed by too different surgeons. Post-operative after a cancer resection of the stomach using a green reload the patient had to receive a transfusion of three red blood cells and one unit of platelets. The second patient had a bowel resection or possible a jj while using a green reload. Post-operatively the patient had a nasal gastric tube and blood had passed through the feces. This patient required two units of red blood cells. The third patient underwent a colon case where another green reload was used and post-operatively the patient required a transfusion for blood loss of an unknown volume. The fourth patient had a side to side anastomosis using blue reloads. The surgeon could see the bleeding through enterotomy. A bovie was used to address the bleeding but it is unknown how the bleeding was stopped intraoperatively. This patients hemoglobin went from thirteen to six point five. This patient received two units of red blood cells. This patient is still in the hospital but is stabilizing. There was no buttressing material used and none of these four patients had to be taken back to the operating room for additional intervention.